Event description:
It was reported that during an un-specified procedure, the xience v stent was advanced and implanted successfully. An unknown date, in-stent restenosis was confirmed. The treatment is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.